Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, high out of range pacing impedance measurements were exhibited and contributed to a damaged lead. The physician has elected to monitor only; no intervention planned at this time. No resulting adverse patient effects have been reported.